Event description:
Customer called in to customer service to report that the housing of her pump in style transformer came apart in her hand while plugging it in.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempt to follow up with the customer to get additional info including a final attempt by letter, were unsuccessful. The product involved in the complaint was returned and evaluated. The evaluation concluded that the transformer housing was cracked in half. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformer is being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.84 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.33 ohms, which is normal and indicates that the thermal fuse did not blow.